Event description:
A customer observed negative ahbc results for a pt sample tested on the eci analyzer. The result did not agree with the results from other assays. False negative results may lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostic inc.

Manufacturer narrative:
Investigation into this event showed that dilution of the sample yielded significantly lower results, though still negative. Datalog review found no evidence of analyzer malfunction or poor maintenance, and confirmed that qc results were acceptable. Through the root cause of the event could not be determined, it is believed that the false negative result may have been caused by an interferent in the sample.